Manufacturer narrative:
The available information suggests that the patient device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (low shock impedance). The local representative was notified of the red alert. Upload information concerning the red alert was reviewed by the clinic nurse from latitude's physician website. Subsequently, the local representative contacted technical services to report that the shock impedance has fluctuated between less than 20 ohms to 32 ohms for the last few months. Technical services discussed that the shock vector was programmed rv coil to can. The high energy shock connections of the subcutaneous array and epicardial large patch were not known at the time of the call. Subsequently, boston scientific crm received information from the local representative that no intervention (reprogramming or invasive) was undertaken at this time. The local representative reported that daily latitude checks will be performed for red alert monitoring purposes.

Event description:
Boston scientific received information that this patient's monitoring system detected another red alert (low shock impedance) in (B)(6) 2012. Both the local representative and physician were notified of the alert. The local representative reported that no intervention (reprogramming or invasive) was undertaken at this time. There were no adverse event reported and the implanted system remains inservice at this time.

Manufacturer narrative:
The available information suggests that the device and epicardial patches remain in-service.

Manufacturer narrative:
The available information suggests that this patient's implanted system remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient's monitoring system detected another red alert (low shock impedance) in (B)(6) 2014. The local representative was contacted who notified boston scientific's technical services (ts) that the clinic staff was aware of the impedance issue and the physician continues to monitor the performance of the device/epicardial patch system. Subsequently, a physician contacted ts to discuss the low shock impedance measurement. The physician was informed of the local representative's message that this was a known issue and that the lower than normal shock impedance measurements were attributed to the patient's epicardial patches.

Event description:
Boston scientific received information tha another red alert (low shock impedance) was detected in (B)(6) 2014. The local representative and physician were notified of the alert.

Event description:
Boston scientific received information that this patient's monitoring system detected another red alert (low shock impedance) in (B)(6) 2014. According to the local representative, no interventions (reprogramming or invasive) are planned. There were no adverse events reported.

Event description:
Boston scientific received information that another red alert (low shock impedance) was detected in (B)(6) 2014. The local representative and physician were notified of the alert. The local representative contacted boston scientific technical services to report that this was a known issue and asked about the notification process. Ts commented that the clinic could obtain a fax or e-mail notification through the patient's monitoring system.

Manufacturer narrative:
(B)(4). The available information suggests that the device and lead system remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected another red alert (low shock impedance) in (B)(6) 2011. The local representative and physician were notified of the alert. The physician contacted technical services to discuss the alert and this patient's lead system. Technical services commented that the shock impedance measurements have been in the 22-30 ohm range. Technical services suggested that a maximum energy shock test be performed. The physician planned to discuss this further with the local representative. Boston scientific received information from the local representative that no intervention will be undertaken at this time.

Manufacturer narrative:
The available information suggests that this device and lead system remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.